Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated from her left fallopian tube"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("abdominal pain / severe chronic cramping"), dyspareunia ("dyspareunia"), pelvic pain ("chronic pelvic pain"), menorrhagia ("menorrhagia") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent surgical procedure to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, dyspareunia, pelvic pain, menorrhagia and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including abnormal bleeding (regarded as genital bleeding). In addition, her left essure coil migrated from her left fallopian tube and she was diagnosed pregnant one year after device placement. Two and half years after device insertion, she had surgery to remove essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, a left essure migration was reported. This device migration could be an alternative explanation for device failure (pregnancy). Regarding plaintiff's bleeding, changes in the pattern or amount of menstrual bleeding have been reported with the use of essure. In this case, no alternative explanation was available for plaintiff's bleeding. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated from her left fallopian tube/left essure coil migration"), pregnancy with contraceptive device ("pregnant"), beta haemolytic streptococcal infection ("group b streptococcus carriage in mother") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient (gravida 4, para 4) who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included obesity, multigravida and parity 4 (B)(6) 2015. On date-(B)(6) 2015 outcome of pregnancy- live birth with complications. Concurrent conditions included cardiac arrhythmia (for infant.) Since (B)(6) 2015 and premature atrial contraction since 28-aug-2015. Concomitant products included ampicillin, antibiotics, hepatitis b vaccine, hydrocodone since (B)(6) 2013, medroxyprogesterone acetate, medroxyprogesterone acetate (depo-provera) in 2010 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced weight increased ("weight gain"). In august 2013, the patient experienced arthralgia ("hip pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse);"). In february 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In december 2014, the patient experienced complication of pregnancy ("complication with pregnancy"). On (B)(6) 2015 2 years 6 months after insertion of essure, the patient experienced premature labour ("preterm labor"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, beta haemolytic streptococcal infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, beta haemolytic streptococcal infection, genital haemorrhage, weight increased, premature labour, complication of pregnancy, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, arthralgia, back pain and dyspareunia had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-061782). The reporter considered abdominal pain, arthralgia, back pain, beta haemolytic streptococcal infection, complication of pregnancy, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature labour and weight increased to be related to essure. The reporter commented: she experience complications of her unintended pregnancy or delivery: pre-term labor , birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil migrated from her left fallopian tube/left essure coil migration/ migration of essure device location of device: one essure coil was not located during removal surgery'), premature labour ('preterm labor') and beta haemolytic streptococcal infection ('group b streptococcus carriage in mother') in a 32-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 (((B)(6) 2015).), multigravida, parity 2, ectopic pregnancy, bleeding menstrual heavy, termination of pregnancy, ectopic pregnancy, luteal cyst of ovary and sexually transmitted disease. On date-(B)(6) 2015 outcome of pregnancy- live birth with complications. Right coil visualized on sono, no left coil. Laparoscopic- bilateral salpingectomy and removal of left trans fundal essure coil specimen removed: tubal segments and essure coil turbo-ovarian ligaments was then transected with the ligasure and removed from abdominal cavity from the 10mm trocar site after extension. Previously administered products included for an unreported indication: iud nos, ferrous sulfate, depo-provera, medroxyprogesterone and folic acid. Concurrent conditions included cardiac arrhythmia (for infant.) Since (B)(6) 2015, premature atrial contraction since (B)(6) -2015, swelling nos, braxton hicks contractions and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for female sterilization as well as ampicillin, antibiotics, codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), hepatitis b vaccine, hydrocodone since (B)(6) 2013, ibuprofen, medroxyprogesterone acetate and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain / pain"), arthralgia ("hip pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse);"). In december 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, beta haemolytic streptococcal infection (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on 28-sep-2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, beta haemolytic streptococcal infection, genital haemorrhage, weight increased, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, arthralgia, back pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, arthralgia, back pain, beta haemolytic streptococcal infection, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature labour and weight increased to be related to essure. The reporter commented: at the end of the procedure the right cornu had 4 visible coils and left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Pregnancy test - on an unknown date: positive. Lot number: a50513 manufacturing date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated from her left fallopian tube/left essure coil migration"), pregnancy with contraceptive device ("pregnant"), beta haemolytic streptococcal infection ("group b streptococcus carriage in mother") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient (gravida 4, para 4) who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included obesity, multigravida and parity 4 (((B)(6)2015).). On date-(B)(6)2015 outcome of pregnancy- live birth with complications. Concurrent conditions included cardiac arrhythmia (for infant.) Since (B)(6)2015 and premature atrial contraction since (B)(6)2015. Concomitant products included ampicillin, antibiotics, hepatitis b vaccine, hydrocodone since (B)(6)2013, medroxyprogesterone acetate, medroxyprogesterone acetate (depo-provera) in 2010 and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In february 2013, the patient experienced weight increased ("weight gain"). In august 2013, the patient experienced arthralgia ("hip pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse);"). In february 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In december 2014, the patient experienced complication of pregnancy ("complication with pregnancy"). On (B)(6)2015, 2 years 6 months after insertion of essure, the patient experienced premature labour ("preterm labor"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, beta haemolytic streptococcal infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, beta haemolytic streptococcal infection, genital haemorrhage, weight increased, premature labour, complication of pregnancy, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, arthralgia, back pain and dyspareunia had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, arthralgia, back pain, beta haemolytic streptococcal infection, complication of pregnancy, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature labour and weight increased to be related to essure. The reporter commented: she experience complications of her unintended pregnancy or delivery: pre-term labor , birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet, event streptococcal infection updated to beta haemolytic streptococcal infection, outcome of events were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated from her left fallopian tube/left essure coil migration/ migration of essure device location of device: one essure coil was not located during removal surgery"), premature labour ("preterm labor"), pregnancy with contraceptive device ("pregnant"), beta haemolytic streptococcal infection ("group b streptococcus carriage in mother") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 (((B)(6) 2015).), multigravida, parity 2, ectopic pregnancy, bleeding menstrual heavy and termination of pregnancy. On date- (B)(6) 2015 outcome of pregnancy- live birth with complications. Right coil visualized on sono, no left coil. Laparoscopic- bilateral salpingectomy and removal of left trans fundal essure coil specimen removed: tubal segments and essure coil turbo-ovarian ligaments was then transected with the ligasure and removed from abdominal cavity from the 10mm trocar site after extension. Previously administered products included for an unreported indication: iud nos, ferrous sulfate, depo-provera, medroxyprogesterone and folic acid. Concurrent conditions included cardiac arrhythmia (for infant.) Since (B)(6) 2015, premature atrial contraction since (B)(6) 2015, swelling nos, braxton hicks contractions and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for female sterilization as well as ampicillin, antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), hepatitis b vaccine, hydrocodone since (B)(6) 2013, medroxyprogesterone acetate and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain / pain"), arthralgia ("hip pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse);"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, beta haemolytic streptococcal infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, beta haemolytic streptococcal infection, genital haemorrhage, weight increased, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, arthralgia, back pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, arthralgia, back pain, beta haemolytic streptococcal infection, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature labour and weight increased to be related to essure. The reporter commented: at the end of the procedure the right cornu had 4 visible coils and left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event ¿ complication of pregnancy¿ was deleted as it was reported that no complication occurred during pregnancy. Events outcome pain (lower back, hip, abdominal, pelvic), cramping changed unknown to recovered. Reporter and reporter information was added. Fup 12, 13 and 14 processed together. On (B)(6) 2019: mr received. No new clinical information. On (B)(6) 2019: reporter added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil migrated from her left fallopian tube/left essure coil migration/ migration of essure device location of device: one essure coil was not located during removal surgery'), premature labour ('preterm labor') and beta haemolytic streptococcal infection ('group b streptococcus carriage in mother') in a 32-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 (((B)(6) 2015).), multigravida, parity 2, ectopic pregnancy, bleeding menstrual heavy, termination of pregnancy, ectopic pregnancy, luteal cyst of ovary and sexually transmitted disease. On date-(B)(6) 2015 outcome of pregnancy- live birth with complications. Right coil visualized on sono, no left coil. Laparoscopic- bilateral salpingectomy and removal of left trans fundal essure coil specimen removed: tubal segments and essure coil turbo-ovarian ligaments was then transected with the ligasure and removed from abdominal cavity from the 10mm trocar site after extension. Previously administered products included for an unreported indication: iud nos, ferrous sulfate, depo-provera, medroxyprogesterone and folic acid. Concurrent conditions included cardiac arrhythmia (for infant.) Since (B)(6) 2015, premature atrial contraction since (B)(6) 2015, swelling nos, braxton hicks contractions and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for female sterilization as well as ampicillin, antibiotics, codeine, hepatitis b vaccine, hydrocodone since (B)(6) 2013, ibuprofen, medroxyprogesterone acetate, paracetamol (acetaminophen) since (B)(6) 2013 and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain / pain"), arthralgia ("hip pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse);"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, beta haemolytic streptococcal infection (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, beta haemolytic streptococcal infection, genital haemorrhage, weight increased, heavy menstrual bleeding and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, arthralgia, back pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, arthralgia, back pain, beta haemolytic streptococcal infection, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, premature labour and weight increased to be related to essure. The reporter commented: at the end of the procedure the right cornu had 4 visible coils and left had 4 visible coils. Date(s) of removal: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Pregnancy test - on an unknown date: positive. Lot number: a50513, manufacturing date: 2012-09, and expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil migrated from her left fallopian tube/left essure coil migration/ migration of essure device location of device: one essure coil was not located during removal surgery'), premature labour ('preterm labor') and beta haemolytic streptococcal infection ('group b streptococcus carriage in mother') in a 32-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 (((B)(6) 2015).), multigravida, parity 2, ectopic pregnancy, bleeding menstrual heavy, termination of pregnancy, ectopic pregnancy, luteal cyst of ovary and sexually transmitted disease. On date- (B)(6) 2015 outcome of pregnancy- live birth with complications. Right coil visualized on sono, no left coil. Laparoscopic- bilateral salpingectomy and removal of left trans fundal essure coil specimen removed: tubal segments and essure coil turbo-ovarian ligaments was then transected with the ligasure and removed from abdominal cavity from the 10mm trocar site after extension. Previously administered products included for an unreported indication: iud nos, ferrous sulfate, depo-provera, medroxyprogesterone and folic acid. Concurrent conditions included cardiac arrhythmia (for infant.) Since (B)(6) 2015, premature atrial contraction since (B)(6) 2015, swelling nos, braxton hicks contractions and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for female sterilization as well as ampicillin, antibiotics, codeine, codeine phosphate; paracetamol (tylenol with codeine no.3), hepatitis b vaccine, hydrocodone since (B)(6) 2013, ibuprofen, medroxyprogesterone acetate and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain / pain"), arthralgia ("hip pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse);"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, beta haemolytic streptococcal infection (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, beta haemolytic streptococcal infection, genital haemorrhage, weight increased, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, arthralgia, back pain and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The reporter considered abdominal pain, arthralgia, back pain, beta haemolytic streptococcal infection, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature labour and weight increased to be related to essure. The reporter commented: at the end of the procedure the right cornu had 4 visible coils and left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: all references and source documents from deletion case (B)(4) were transferred to this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated from her left fallopian tube/left essure coil migration"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnant") in a 32-year-old female patient (gravida 4, para 4) who had essure (batch no: a50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included obesity, gravida ii and parity 4 on ( (B)(6) 2015). On date: (B)(6) 2015 outcome of pregnancy- live birth with complications. Concurrent conditions included cardiac arrhythmia (for infant.) Since on (B)(6) 2015 and premature atrial contraction since on (B)(6) 2015. Concomitant products included ampicillin, antibiotics, hepatitis b vaccine, hydrocodone since on (B)(6) 2013, medroxyprogesterone acetate, medroxyprogesterone acetate (depo-provera) in 2010 and paracetamol (acetaminophen) since on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced weight increased ("weight gain"). In august 2013, the patient experienced arthralgia ("hip pain"), back pain ("lower back pain") and dyspareunia ("dyspareunia"). In february 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In december 2014, the patient experienced complication of pregnancy ("complication with pregnancy"). On (B)(6) 2015, 2 years 6 months after insertion of essure, the patient experienced premature labour ("preterm labor"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), streptococcal infection ("group b streptococcus carriage in mother"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, weight increased, premature labour, streptococcal infection, complication of pregnancy, pregnancy with contraceptive device, menorrhagia and dysmenorrhoea outcome was unknown and the arthralgia, back pain and dyspareunia had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered arthralgia, back pain, complication of pregnancy, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, premature labour, streptococcal infection and weight increased to be related to essure. The reporter commented: she experience complications of your unintended pregnancy or delivery? Yes , pre-term labor , birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record was received event added from pfs- left essure coil migration, weight gain, complications with pregnancy, hip pain, preterm labor added from pfs. Lot number: a50513, concomitant disease, historical condition added from pfs and mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated from her left fallopian tube"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("abdominal pain / severe chronic cramping"), dyspareunia ("dyspareunia"), pelvic pain ("chronic pelvic pain"), menorrhagia ("menorrhagia") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent surgical procedure to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, dyspareunia, pelvic pain, menorrhagia and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including abnormal bleeding (regarded as genital bleeding). In addition, her left essure coil migrated from her left fallopian tube and she was diagnosed pregnant one year after device placement. Two and half years after device insertion, she had surgery to remove essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, a left essure migration was reported. This device migration could be an alternative explanation for device failure (pregnancy). Regarding plaintiff's bleeding, changes in the pattern or amount of menstrual bleeding have been reported with the use of essure. In this case, no alternative explanation was available for plaintiff's bleeding. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.